Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming no disposable. The alarm was silenced, reviewed the settings and closed the clamp. The cassette was removed and gently tapped the cassette and massaged the tubing to disperse air bubbles in the line. Replaced the cassette and the alarm persisted. Removed the cassette and again gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced the cassette and alarm persisted. Powered the pump off. The patient was not affected. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 09-may-2009 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.